Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post implant the right ventricular (rv) lead exhibited undersensing. Rv bipolar impedance was noted to be increasing since implant. The rv lead remains in use. It was reported that the right atrial (ra) lead exhibited high thresholds and undersensing. P waves were noted to be decreasing. The ra lead remains in use. No patient complications have been reported as a result of this event.